Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : device not available for return.

Event description:
Per medwatch report (B)(4): it was reported that during a procedure the e-sep pencil rocker switch was sensitive and easily activated. The customer also stated they believed that the electrocautery devices are hotter than the previously used electrocautery devices. The patient had a 1cm laceration. Right upper quadrant of abdomen, full thickness skin cut. The injury repaired with monocryl stitch and skin glue. The laceration is expected to scar but it is not likely to need additional/continuing treatment. No infection was reported. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
Per medwatch report (B)(4): it was reported that during a procedure the e-sep pencil rocker switch was sensitive and easily activated. The customer also stated they believed that the electrocautery devices are hotter than the previously used electrocautery devices. The patient had a 1cm laceration. Right upper quadrant of abdomen, full thickness skin cut. The injury repaired with monocryl stitch and skin glue. The laceration is expected to scar but it is not likely to need additional/continuing treatment. No infection was reported. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete.